Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) and right ventricular (rv) lead were explanted due to an upgrade of the patient's device to a cardiac resynchronization therapy defibrillator. No patient complications have been reported as a result of this event.